Event description:
Per information received through the implant patient registry the patient received two 26mm sapien valves. Additional information indicates the first valve was placed adequately via transapical approach, but the diastolic pressure was a bit low and there was a minor central jet. The team decided to implant another valve. When the second valve was implanted the diastolic pressure increased. However a minor central jet was still present, without real explanation. It was thought that there could be a paravalvular leak that was not appreciated on echo and the second valve was able to resolve the paravalvular leak. The patient was reported as stable following the tavr procedure. Additional information: the pre and post deployment position for the first valve was 50:50. The degree of native valve/leaflet calcification was described as moderate; the aortic root calcification was reported as moderate. There was mild ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was good; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was (65%).

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Central aortic insufficiency can be caused by multiple patient and procedural factors including, guidewire remaining across the valve post deployment, valve malposition (too ventricular aortic valve placement), restricted movement of prosthetic valve leaflets, native leaflet overhang and post dilatation of the deployed valve. In this case, patient [moderate valve/leaflet calcification] and procedural factors appear to have caused or contributed to this event. There is no evidence this event was a result of malfunction of the sapien valve or the ascendra delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.